Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.